Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow and ok keypad buttons were sticking and required multiple presses to evoke a response. The patient noted that the keypad button symbols were worn off. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses and excessive force to elicit a response. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.